Event description:
A surgeon reports that a pt had an intraocular lens (iol) implanted 5 years ago and has recently experienced 70% decrease in vision. The surgeon noted dense, cloudy bubbles in the iol. Additional info has been requested.

Event description:
The reporting surgeon has provided add'l info that he does not think the lens malfunctioned and the decrease in visual acuity (va) experienced by this pt is not due to the lens.